Manufacturer narrative:
The device is not available for evaluation; however, photos were provided. Investigation is pending.

Event description:
An event involved a 7" (18 cm) clave smallbore t-connector, injection site, rotating luer lock, non-dehp tubing, with a report that the end plastic piece where the product connects to the patient was misshapen, causing a leak as fluids passed through it. There was no reported patient involvement or harm.